Manufacturer narrative:
Periodic review of items removed from reusable instruments trays during re-processing was completed. Review showed that three femoral impactor heads had broken at the point where the heads connect to the impactor handle. Inspection of the affected lots of material indicated that there was a specified radius missing at the bottom of the connecting post where the fractures occurred.

Event description:
Periodic review of items removed from reusable instrument trays during re-processing was completed. Review showed that three femoral impactor heads had broken at the point where the heads connect to be impactor handle.